Manufacturer narrative:
Film evaluation results are: the exact cause of the distal type I endoleak could not be determined; however, there appears to have been gradual disease progression with vessel dilatation of the left common iliac artery which has likely contributed to the endoleak. There is currently lack of distal stent graft radial apposition with the left common iliac artery, with contrast seen outside the distal left/contra limb. Images from the intervention where the physician implanted an endurant 16x13x156 at the flow divider and extended with an additional endurant 16x13x124 limb, resolving the event, were not provided.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that on a follow up CT scan, a distal type I endoleak was observed coming from the left common iliac artery. The physician elected to implant an endurant ii 16x13x156 at the existing flow divider and extended with an additional endurant ii 16x13x124 limb, resolving the event. Per the physician, the cause of the event was most likely due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.